Event description:
I was implanted with the essure (B)(6) 2009, about one year later, I started having pain. My hair started falling out, I began waking up tasting metal. I am having very irregular menstrual cycles. Headaches I can't get rid of.